Event description:
Reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. The 90% stenosed lesion being treated was located in the moderately tortuous and mildly calcified left circumflex (lcx). The lesion was pre-dilated with a non-bsc balloon 5 times at 12 atms for 12 seconds. The procedure was completed with another of the same device. The target lesion was then post-dilated with a non-bsc balloon. There were no pt complications and the pt condition was listed as "stable." However, the returned product analysis revealed a broken hypotube.

Manufacturer narrative:
A visual and microscopic examination identified the device was returned in two sections as a result of a break that occurred in the hypotube. The break was measured at approximately 24.4 cm distal from the catheter strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).